Event description:
It was reported to philips that the system failed to startup. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that system failed to start up. Upon troubleshooting fse inspected the system onsite and reinserted the mpd controller and confirmed the issue remained the same. Fse then went check on the f10 control fuse, found that the fuse was blown causing a defective mpd controller. Fse replaced a new mpd controller and checked the system with power on self-test(post). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.